Event description:
The product was used during an unspecified procedure. Reportedly, the suture broke. The hosp has reported no pt injury occurred.

Manufacturer narrative:
1/13/1998-supplement #1 sent to FDA. Device not available for evaluation.